Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient stopped charging the ipg and lost stimulation. Reason unknown. Therefore the patient underwent an ipg replacement on (B)(6) 2020 to resolve the issue. Effective therapy was established postop.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.